Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera video system center had no image. The issue was found during preparation for use, and the diagnostic procedure was completed with a similar device. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation of no image was confirmed which was due to a faulty patient board. The additional evaluation findings are as follows: the device could not start normally (showing that the front panel did not work) due to faulty printed circuit board, the fan at the power unit did not rotate, the auto brightness adjustment did not work due to a faulty printed circuit board, the cable was corroded with oil stains, and the connector at rear panel was rusty with rust on the inside of the high-definition baffle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.